Manufacturer narrative:
Visual inspection of the returned device revealed the imaging window was partially detached in the lapjoint section and the proximal sheath assembly was kinked. Microscopic inspection confirmed the imaging window was detached. The distal housing of the transducer was complete and with no shattered pieces. Impedance testing showed a wave form with the presence of a transmission line but with very weak transduce. The image characterization testing could not be performed due to the returned device condition.

Event description:
Reportable based on device analysis completed on 19mar2021. It was reported that visualization issues occurred. The target lesion was located in the right coronary artery. During insertion of an opticross hd imaging catheter, the sheath was peeled off from the distal and the image did not come out. The device was removed and the procedure completed with another of the same device. There were no patient complications and the patient status was good. However, returned device analysis revealed a detached imaging window.